Manufacturer narrative:
As the lot number for the device was provided, a device history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u354044 pta catheter allegedly experienced balloon rupture. This information was received from one source. There was one patient involved with no patient consequence or impact. The weight of the (B)(6) year old male patient was not provided.